Manufacturer narrative:
Additional information: a4, e1 (first name, last name), g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 28 days after a cesarean section, the patient returned to the hospital for a follow-up due to bloody exudation from the abdominal incision. Upon checking, undegraded free sutures could be seen two centimeters (cm) to the right of the incision. The surgical incision crack, the wound healing was delayed and caused wound infection. The incision was split in one cm, and the bottom reached the subcutaneous fat layer. The undegraded suture was removed from the incision. No purulent secretions were seen from the incision. The patient was regularly changed for dressing and given a wound healing spray for external use to promote wound healing. The patient was revisited three days later and reported that the wound had healed.